Event description:
During the procedure was coil embolization of the iliac artery (vessel that was not calcified and mildly tortuous), the 10th coil (orbit galaxy complex fill coil 3 x 8 -(B)(4)) would not be detached at the green zone or the red alternative detachment zone using a trufill dcs syringe (B)(4). Both the coil and the syringe were safely removed from the patient and were replaced for new devices, and it is unknown how many coils were successfully detached using the same syringe before the complaint product. Afterwards, the same thing happened with the 11th coil (B)(4) using the new dcs syringe (B)(4). Both devices were safely removed from the patient and then the procedure was completed. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. There was no leaks noticed anywhere on the systems, and there were no damages noticed on the complaint products after the procedure. A dedicated saline source was utilized to fill both syringes, and it was unknown how many coils were detached with the first syringe and no coils were detached with the second syringe. The complaint products are all going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50029 and 1058196-2012-00216.

Manufacturer narrative:
During a coil embolization of the iliac artery (vessel that was not calcified and mildly tortuous), the 10th coil (orbit galaxy complex fill coil 3 x 8 -640cf0308/15488778) would not be detached at the green zone or the red alternative detachment zone using a trufill dcs syringe ii (635-002/96331147). Both the coil and the syringe were safely removed from the patient and were replaced for new devices, and it is unknown how many coils were successfully detached using the same syringe before the complaint product. Afterwards, the same thing happened with the 11th coil (637mf0306/15475607) using the new trufill dcs syringe (635-002/96331146). Both devices were safely removed from the patient and then the procedure was completed. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. There were no leaks noticed anywhere on the systems, and there were no damages noticed on the devices after the procedure. A dedicated saline source was utilized to fill both syringes, and it was unknown how many coils were detached with the first syringe and no coils were detached with the second syringe. No additional information is available. A non-sterile orbit galaxy complex fill coil 3 x 8 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. Part of the support coil was received out of the introducer and no damages were noted on it. The rest of the support coil, gripper and embolic coil were found inside of the introducer. The gripper was found damaged and embolic coil stretched. The embolic coil was still attached to the gripper. The gripper and embolic coil were inspected under microscope, the embolic coil was found stretched while the gripper shows a slit. The unit was sent to the sem analysis (scanning electron microscope). The sem results showed that the gripper external surface exhibited evidence of elongation and scratching marks near the tear edge. It seems that prior to the burst an amount of pressure accumulated on the burst area causing the burst; however, this could not be conclusively determined. The gripper internal surface could not be analyzed due to the small size of the sample. This gripper burst failure exhibited no other surface anomalies that could have caused the failure. The functional test could not be completed due then conditions of the received unit (burst on the gripper). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure of the coil to detach was confirmed with analysis. The cause during analysis was the burst condition of the gripper. The cause of burst found on the gripper and the damages found on the device could not be conclusively determined. Procedural factors may have contributed to the elongation of the gripper. Additionally, based on the report that the coil did not detach when pressurized to the green zone and then the red zone, it is possible that continued over pressurization may have contributed to the damages found on the returned device. The timing and causes of the damages cannot be determined. However, based on the analysis, procedural/handling factors appear to have contributed to the damages on the gripper. As additional investigation the orbit galaxy manufacturing process was reviewed and there were not tools, equipment or product handling that could cause the slit or the other type of damages found on the gripper. Although a definitive conclusion cannot be made regarding the reported event or condition of the returned device, neither the analysis nor the device history review indicates a relationship to the manufacturing process. Additionally, inspections are in place to prevent this type of failure from leaving from the facility. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50029 and 1058196-2012-00216.

Manufacturer narrative:
A non-sterile orbit galaxy complex fill coil 3 x 8 received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. Part of the support coil was received out of the introducer and no damages were noted on it. The rest of the support coil, gripper and embolic coil were found inside of the introducer. The gripper was found damage and embolic coil stretched. The embolic coil was still attached to the gripper. The gripper and embolic coil were inspected under microscope, the embolic coil was found stretched while the gripper shows a slit. The unit was sent to the sem analysis (scanning electron microscope). The sem results showed that the gripper external surface exhibited evidence of elongation and scratching marks near the tear edge. It seems that prior to the burst an amount of pressure accumulated on the burst area causing the burst; however, this could not be conclusively determined. The gripper internal surface could not be analyzed due to the small size of the sample. This gripper burst failure exhibited no other surface anomalies that could have caused the failure. The functional test could not be completed due then conditions of the received unit (burst on the gripper). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- failure to detach" was confirmed during the functional analysis. The cause of the failure experienced was due to the burst found on the gripper. The burst found on the gripper and the damages found on the device could not be conclusively determined. Procedural and handling factors appear to have contributed to this failure. As additional investigation the orbit galaxy manufacturing process was reviewed and there were not tools, equipment or product handling that could cause the slit or other type of damage on the gripper. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50029 and 1058196-2012-00216. Additional information will be submitted within 30 days upon receipt.